Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient appeared in epic but did not show up in the station, preventing the user from pulling medications. The technical support specialist (tss) dialed into server and verified that the messages were successfully crossing over. The tss contacted the customer to confirm the patient details and identify the specific station where the patient was not appearing. The customer later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had an interface issue with epic. Reportedly the patient showed up in epic but did not show up in the emergency room pyxis for the nurse to pull the patient medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: catalog, serial number, unique device identifier, medical device model and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server had an interface issue with epic. Reportedly the patient showed up in epic but did not show up in the emergency room pyxis for the nurse to pull the patient medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.